Event description:
It was reported that when the patient presented through merlin.net, device was noted to be in backup vvi mode. The patient was seen in clinic for further assessment. No symptoms were reported. The patient reported no MRI or surgery recently. The device was restored to normal function. The patient will be followed normally.